Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00235. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 1 month. Manufacturer's investigation conclusion: although the report of pump stops was confirmed based on the submitted system controller log file, the cause could not be conclusively determined because the device was not returned for evaluation. Hmii patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU covers wear and tear to the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stoppages at home. The patient was dizzy and lightheaded due the pump stoppages. The patient was admitted to the intensive care unit and started on inotropes. No further pump stoppages occured when the pump was connected to batteries. The x-rays showed a portion of the percutaneous lead (driveline) internal to the body that had damage to the shield. The external portion of the driveline was unremarkable. It was reported on (B)(6) 2018 that the plan was to list the patient as a 1a on the heart transplant list and provide an ungrounded patient cable for use with a/c power. No further information was provided.